Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 13:12:34. During night drain cycle nine, the patient's ultrafiltration reading was 1531ml, indicating the home patient (hp) drained 1006ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be use error, tidal ultra filtration removal set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intra-peritoneal volume (iipv) situation." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.